Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the device shocked the patient. The device was removed at the patient's request. A new device was implanted. No further patient complications have been reported as a result of this event.